Event description:
During a tavr procedure, the 26 mm edward sapien transcatheter heart valve was crimped onto the delivery balloon and passed through the delivery sheath into the ascending aorta. The aortic valve was then crossed and the valve was deployed again using rapid pacing. Adequate positioning was confirmed by fluoroscopy and echocardiography, which also showed minimal central aortic regurgitation and mild perivalvular leak. A second balloon inflation was performed with an additional 1cc to try to improve the perivalvular leak. This resulted in balloon rupture. The wire and delivery system were then pulled back into the descending aorta, but on trying to pull the ruptured balloon into the sheath, the distal portion of the balloon and tip became dislodged and free within the aorta. The free nose cone was then captured with a snare and pulled up against the tip of the sheath. Next, the large femoral delivery sheath with the captured balloon remnant was pulled back into the proximal common femoral artery. A distal aortogram with iliac runoff from a pigtail catheter placed up from the contralateral side showed no evidence of dissection or intimal disruption.